Manufacturer narrative:
Investigation results: a wallflex biliary rmv stent was returned for analysis. Visual and microscopic examination found no issue with the profile of the stent. The outer diameter across the length of the stent's main body and at the ends was within specification. A visual and microscopic examination of the catheter found that the clear outer sheath was kinked 12mm distal to the reconstrainment band. A pronounced bend was noted in the inner shaft and it was kinked at various positions along its length. Device analysis did not identify any issue with the profile of the stent which could have contributed to the complaint incident. The noted damage to the delivery system is consistent with the application of excessive force. This was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex fully covered biliary stent rmv was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was intended to treat a stenosis in the ductus choledochus. During the procedure, the physician was able to deploy the stent; however, the stent did not fully expand. The stent was removed from the patient and the procedure was completed with another wallflex fully covered biliary stent rmv. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex fully covered biliary stent rmv was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was intended to treat a stenosis in the ductus choledochus. During the procedure, the physician was able to deploy the stent; however, the stent did not fully expand. The stent was removed from the patient and the procedure was completed with another wallflex fully covered biliary stent rmv. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter: physician's phone number: (B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.